Manufacturer narrative:
A portion of the beak is broken off. There are dents in the shaft and it is loose from the proximal hub and spinning, not fixed. This instrument shows a lot of wear; it has been in use for approx 7 yrs. Damage most likely due to long usage and stress overload. We suspect that instrument was 3rd party repaired.